Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported right side "painful enlarged lymph nodes," rupture and leakage. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to a2: date of birth: (B)(6) 1975.